Manufacturer narrative:
(B)(4). Date sent: 11/12/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Current patient status is unknown, but I have not been informed of any post operative complications.

Event description:
It was reported that during sleeve gastrectomy, two staplers are used by this surgeon. On the third and fourth firings, some fracturing of the staple line occurred resulting in bleeding. Gore seam guards are also used on all firings. Additional firings did not have any bleeding. Surgeon used silk suture to over sew the staple line and bleeding was controlled. The case was delayed by ten minutes but completed successfully. No patient consequences reported. No further information is available.